Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital. The cause of death was unknown but may have been related to the implantable pulse generator (ipg).